Manufacturer narrative:
Additional information: brand name, lot #., unique identifier (UDI) #, version or model #, exp. Date, catalog #, PMA/510(k)#, manufacture date. Device evaluation: the iab was returned with the membrane loosely folded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(6).

Event description:
It was reported that the physician was unable to insert the intra-aortic balloon (iab) through the sheath. They attempted to insert a second iab, but the same issue occurred. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00491.

Manufacturer narrative:
Occupation: catheterization lab manager the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(4).